Event description:
In 2009, the patient reported that this morning at 5:00am her blood glucose was elevated to 214 mg/dl. She changed her infusion site and she stated that the adapter seemed loose and there were air bubbles in the insulin cartridge and infusion tubing. She primed to remove air from the system. At 6:00am her blood glucose measured 325 mg/dl and at 7:00am her blood glucose measured 305 mg/dl. She bolused 1 unit of insulin and at 8:00am her blood glucose measured 283 mg/dl. She bolused 2 more units of insulin and a t 9:00am her blood glucose measured 219 mg/dl. At the time of the report she stated that there was still one air bubble in the insulin cartridge. She stated that she allows insulin to reach room temperature prior to use. She stated that she does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge and she was educated on the proper procedure. She stated that she did not want to waste insulin by priming and she would wait until the bubbles moved to the top of the cartridge to remove it. The patient called back the same day and stated that she continues to experience air bubbles. She was assisted with removing the insulin cartridge from the infusion device and she used a plunger rod to push the air from the system. She reinserted the insulin cartridge and primed the infusion tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation .